Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 04-may-2020: h6: updated FDA's method and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time most likely underlying root cause: mlc-44 -user has low battery test strip UDI# (B)(4). Note: manufacturer contacted customeron 3/4/2019) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern: customer's symptoms have improved. Customer does not have any symptoms at the moment. Customer went to the emergency room on (B)(6) 2019 and was diagnosed with hyperglycemia (over 1000mg/dl). Customer was prescribed medications to lower her blood glucose level. She was discharged the same day. Customer states the meter is working as designed. Declined replacement.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of lightheadedness. Medical attention is reported as a result of reported symptoms. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is unable to read results on the meter. Says that she is seeing the number 50 then a 1 over to the side but then says she is seeing 50mg/dl. Not sure if customer's result was 50mg/dl or 501mg/dl. Customer says that she has been having issues with her blood sugar levels lately so is not sure if she should be concerned with meter.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-44 -user has low battery. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern: customer's symptoms have improved. Customer does not have any symptoms at the moment. Customer went to the emergency room on (B)(6) 2019 and was diagnosed with hyperglycemia (over 1000mg/dl). Customer was prescribed medications to lower her blood glucose level. She was discharged the same day. Customer states the meter is working as designed. Declined replacement.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of lightheadedness. Medical attention is reported as a result of reported symptoms. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is unable to read results on the meter. Says that she is seeing the number 50 then a 1 over to the side but then says she is seeing 50mg/dl. Not sure if customer's result was 50mg/dl or 501mg/dl. Customer says that she has been having issues with her blood sugar levels lately so is not sure if she should be concerned with meter.